Manufacturer narrative:
H10:the actual device was returned to philips bench where the technician was unable to replicate the customer's allegation. The device was updated to the latest hardware and software per assembly procedures. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported speaker malfunction message and a loss of audio on the mx40 telemetry device. The device was not in clinical use.